Event description:
Procedure: CABG. Reportedly, the cautery pencil being used in the procedure ignited a lap pad in the vicinity of the device. A white patch was noted on the lung after the incident. No treatment rendered.